Event description:
A report was received that the patient had developed a new pain in her right pelvis and leg. This new pain could not be covered by stimulation due to a high number of impedances on one of the implanted leads. Patient underwent a revision procedure to replace the lead with high impedances. Patient is doing well post operatively.

Manufacturer narrative:
The device was returned, and product analysis was completed. Microscope and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
A report was received that the patient had developed a new pain in her right pelvis and leg. This new pain could not be covered by stimulation due to a high number of impedances on one of the implanted leads. Patient underwent a revision procedure to replace the lead with high impedances. Patient is doing well post operatively.